Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. Data logs confirmed pump was in aortic area. Pump then was stopped manually & disconnected from the console. Based on clinical description & data analysis, the root cause of positioning issue was most likely use related.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The user facility reported a 40-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on impella cp support was having persistent ectopy. Echo showing pump measuring 6cm. The cp was pulled back at bedside, but impella jumped back into the aorta and was unable to recross. The impella cp was removed.